Event description:
Per the clinic, the patient developed a mrsa infection and was treated with oral antibiotics, however this did resolve the infection and the device was explanted (B)(6), 2014.the device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4): the device is currently unavailable.